Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Lot #: unknown, not provided expiration date, catalog # and unique identifier (UDI#): unknown, because the lot number was not provided. (B)(6). Device manufacture date(s): unknown, because the lot number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the viscoelastic healon was injected into the patent's eye, unusual, cloudy material came out. Reportedly, the surgeon noticed the material immediately and removed it using irrigation/aspiration (I/a) and forceps. No patient harm or infection reported. The product was discarded by the customer. No further information was provided.

Manufacturer narrative:
Through follow up with the customer it was learned that the incorrect suspect product was reported in the initial MDR. Device evaluation: the device was not returned at the manufacturing site as it was discarded; therefore product testing could not be performed. A video of the procedure and a photo were returned and were evaluated. It was observed that a blue particle was expelled from the syringe into the patient's eye. The blue particle appeared to be from the blue rubber perforation membrane. Coring of the perforation membrane is a known event which can lead to the generation of a blue rubber particle which can be expelled into the patient¿s eye during use of the product. This can occur if the product has not come up to room temperature before use and therefore the rubber is less flexible than at room temperature. The customer's reported complaint was verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the product could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu indicates that product should be allowed to attain room temperature prior to use. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.